Event description:
The medline podiatry pack 4x4 have what appears to be an insect part in them, rendering the entire pack contaminated. It was found during the setup of a case. The sterile saline from the same manufacturer has what appears to be mold/dirt around the rim/under the seal of the bottle. It was found while pulling supplies for a case.